Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(6). Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported patient's hip was revised due to liner wear. The liner, head and adapter were exchanged. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 85431500283, winkel adaptor, unknown. Unknown, unknown head, unknown. Unknown, unknown skt stem, unknown. Report source, foreign ¿ events occurred in (B)(6). Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05452, 0001822565-2017-07974. Product location unknown.

Event description:
It was reported the patient was revised due to unknown reasons. During the procedure, the liner, head, and cone were revised. Attempts have been made and no further information has been made available at this time.